Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed that the customer comment that the programmer had a broken display screen and that it did not respond to the stylus and therefore the overlay/bezel assembly was replaced and the stylus calibrated. Analysis further noted that the upper and lower cases were broken. Continuation of d11: product ID: 229047, software analyzer. (B)(4).

Event description:
It was reported that the programmer had a broken display screen and that it did not respond to the stylus touch pen. The programmer was returned for service. There was no patient involvement.